Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5261 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported that the doctor had placed PICC with mi in one of his patient and trying to do initial flushing where he observed a saline (ns) leakage near insertion site. He slightly pulls out the catheter around 2-3 cm and observed a small pinpoint hole. He trimmed the line from that point and connected the connector at that point. He and team are now managing with shorter length.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. Two photographs and one video of a groshong nxt catheter were returned for evaluation. An initial visual observation of the returned photographs and video showed a spraying leak emanating from the catheter just proximal to the insertion site when infused. While the cause of the leak could not be determined from the returned photograph, possible causes include stylet damage, sharp instrument damage, and over-pressurization. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the doctor had placed PICC with mi in one of his patient and trying to do initial flushing where he observed a saline (ns) leakage near insertion site. He slightly pulls out the catheter around 2-3 cm and observed a small pinpoint hole. He trimmed the line from that point and connected the connector at that point. He and team are now managing with shorter length.